Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose. The customer blood glucose value were 29 mmol/l, 1.9 mmol/l, 10.2 mmol/l. The customer treated for high blood glucose with juice. The customer was using the insulin pump within 48 hours of high blood glucose reported. Insulin pump was on auto mode. The insulin pump will not be returned for analysis.